Event description:
Severe aortic insufficiency and congestive failure secondary to aortic valve prosthetic endocarditis. At surgery, there was also a large inferior perivalvular leak. Although there was degeneration of the valve leaflets, no gross vegetations were found at surgery. Antibiotic treatment for endocarditis had preceded surgery for several weeks. Pt could not be removed from bypass following valve replacement.